Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, this pt was treated with gore excluder aaa endoprosthesis for abdominal aortic aneurysm repair. Before the procedure, the physician knew the right internal iliac artery might be covered due to the short length of the artery and the longer gore device length. The right internal iliac artery was covered by the end of the stent. The pt tolerated the procedure and the physician was fine with the case outcome.